Event description:
Additional information was received that stated the physician determined the pain the patient experienced was muscle related and not related to the spinal cord stimulator (scs) device. The device was working well with no issues or problems. The last time the manufacturer¿s representative (rep) saw the patient she was doing well with effective therapy.

Event description:
It was reported that the patient had an MRI of her shoulder done the day of the report around 11 a.m. The patient reported that while she was sitting in the car in the parking lot, she reached over to the passenger seat and had a sharp pain in the upper back/chest area that took her breath away. At the time of the pain the patient¿s stimulation was still in MRI surescan mode and she had not turned her stimulation back on yet. The patient reported that she fell backward this past sunday and fell on her device; afterwards the patient felt change with her stimulation. After the event was received the manufacturer¿s representative (rep) saw the patient and noted the implantable neurostimulator (ins) was in MRI safe mode and that everything was off. There were no error codes seen and that impedances were all within normal limits. The ins was turned on and the patient was receiving effective therapy and the pain was resolved.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).